Event description:
The monitoring electrodes that attach to the patient frequently break when trying to remove the cable. Pieces of the plastic snap fracture and remain stuck in attachment point on the cable, rendering the cables useless. Cables were returned to 3m who said they have never seen this failure before. This product was recently introduced to the hospital, so most likely all devices were from the same lot. This problem has already occurred several times in the past.